Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was failed to launch. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the application was not launching. A technical support specialist dialed into the station and confirmed that the application was up (already fixed). The specialist reached out to the pharmacist for a follow-up; however, the initial contact was not reachable. The system functioned as intended after the technical support specialist troubleshot the device.